Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncopal events and a slight pericardial effusion. It was also reported that the right ventricular (rv) lead was pulled back and partially dislodged. It was further reported that during the subsequent, rv lead explant procedure, the patient had a fibrosed right ventricular (rv) lead, such that the explant was abandoned due to a slight intra-operative pericardial effusion, implying a perforating right ventricle. The rv lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.